Event description:
New information received notes the implantable cardioverter-defibrillator had a reoccurrence of post-paced t-wave oversensing.

Event description:
New information received notes the implantable cardioverter-defibrillator had a reoccurrence of post-paced t-wave oversensing. Programming changes were made and the issue was resolved. There were no patient consequences.

Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with intermittent post-paced t-wave oversensing. Programming changes were made to restore normal parameters. There were no patient consequences.